Event description:
It was reported that the device was used during an unk procedure. The clips did not crimp properly. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.